Manufacturer narrative:
The device was returned to zoll medical (B)(4) and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The battery involved was not returned as part of this investigation and no device activity logs were available for review. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.